Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was poor communication with the recharger no matter where the patient placed the antenna. The patient was unable to turn stim on and off with the recharger. The patient was able to charge 4-5 days prior. The patient could connect with the patient programmer, and the ins was 3/4 charged. Patient was issued a new antenna. Additional information received stated that the new antenna did not fix the problem. The patient last felt stimulation the day prior. The patient stated she thought the ins was shifting around because she would have to push and move the antenna to find the ins. The patient was redirected to their healthcare provider (hcp) to check the ins. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the ins started working and the charging issues were resolved. The cause of the ins not charging was not determined. The ins shifting around was resolved. The cause of the ins shifting around was not determined. The patient stated the recharger will not turn the ins on and off. There were no reported complications and no further complications were expected.